Event description:
Reporter stated that customer received the following results on two different meters within 1 minute: 19 mg/dl (active system) and 68 mg/dl (unspecified roche system). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). No information is available for the second roche system in use.